Event description:
The customer states, that they began to notice erratic patient results being generated by the integrated chip technology (ict) module of the architect c8000 analyzer. The customer replaced the ict module with no resolution. The customer then noticed that on this c8000 analyzer, the fill volume between cuvettes was uneven. During this time, one patient sodium assay result of 178 mmol/l was reported from the lab. Controls were within specification at the time this result was generated. The sample was immediately retested result of 140 mmol/l) and a corrected report was issued from the lab. There is no impact to patient management reported. The customer attempted several troubleshooting procedures with no resolution and a service call was initiated.

Manufacturer narrative:
An abbott field service engineer (fse) performed precision runs that verified results were inconsistent. The fse inspected the system and found the r1 probe was slightly bent. The fse replaced the r1 and sample probes and tubing, cleaned the cuvettes, calibrated the probes, cleaned and decontaminated the water bath, cleaned lenses and performed fill and drain to verify that no leaking was taking place. The fse then performed precision run testing that verified acceptable system performance. A review of the architect operations manual (list# 6e28-07; 96196-107, october 2006) finds a sufficient labeling with regard to system maintenance and troubleshooting the customer's observed problems of erratic results, controls out of range, and the high-concentration waste nozzles overflowing (not being aspirated from cuvettes). Section 9, service and maintenance, provides detailed maintenance and component replacement instructions for the ict module and the supply and pump center components that may need replacement due to normal wear from daily operations. Components listed include, but are not limited to, the pump poppet valve set, 1.0 ml syringes, syringe o-rings and seal tips, the high concentration waste bottle, sample/reagent probes and tubing, check valves and the ict module. Regular maintenance includes checking the 1.0 ml syringes daily, checking the high concentration pump tubing weekly, and checking the dispense components, and valves monthly, and changing the 1.0 ml syringes quarterly. Section 10, troubleshooting and diagnostics, includes probable causes and corrective actions for the observed problems of "erratic results, poor precision - ict results", "controls out of range", and "erratic results, poor precision - photometric results." Probable causes include, but are not limited to: scheduled maintenance is due; sample or reagent probe is partially obstructed, damaged, or misaligned; cuvette washer no working properly; and, hardware failure. The user is referenced to section 9, service and maintenance, for specific maintenance and/or replacement instructions for implicated suspect components. Based on the customer and abbott field service investigation, the customer's issues were most likely caused by one or more of the following; worn pump poppet valves; bent r1 probe; dirty cuvettes; dirty or damaged probes and tubing. Labeling in the operations manual is adequate regarding system maintenance, component replacement, and troubleshooting the customer's issue. In addition to the poppet valve replaced by the customer, field service resolution included performing maintenance and component replacement that is consistent with instructions in the operations manual, followed by precision run testing to verify system performance. The investigation demonstrated that the architect c8000 analyzer is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.